Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer was leaking about 3 to 4 cubic centimeters of diluent below the rocker bed. Customer reported that the differentials were out there was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a hole in the tubing through pinch valve vl116. The fse attempted to duplicate the differential errors but found all of the results were within specifications. The fse replaced the tubing and verified the repairs were performed per the established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).